Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hospitalised [hospitalisation]. Accidentally took the wrong one due to both novopen 6's being silver [wrong product administered]. Accidentally took the wrong one due to both novopen 6's being silver [product appearance confusion]. Case description: this serious spontaneous case from australia was reported by a consumer as "hospitalised(hospitalisation)" with an unspecified onset date, "accidentally took the wrong one due to both novopen 6's being silver(wrong drug administered)" with an unspecified onset date, "accidentally took the wrong one due to both novopen 6's being silver(product appearance confusion)" with an unspecified onset date, and concerned a patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient height, weight, and body mass index were not reported. Medical history was not provided. On an unknown date, patient was hospitalized as the patient accidentally took the wrong novopen 6. Because fast acting and long acting insulin both novopen 6 was in silver batch numbers: novopen 6: requested. Novopen 6: requested. The outcome for the event "hospitalised(hospitalisation)" was unknown. The outcome for the event "accidentally took the wrong one due to both novopen 6's being silver(wrong drug administered)" was unknown. The outcome for the event "accidentally took the wrong one due to both novopen 6's being silver (product appearance confusion)" was unknown. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: on (B)(6)2025, an amendment was performed. Since last submission, the following information has been amended the event coding from "incorrect dose administered" to "wrong drug administered". "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigation results: name: novopen 6 #1, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novopen 6 #2, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -investigation results added for novopen 6 #1 and novopen 6 #2 -device tab: is non-reportable and malfunction field updated to no for novopen 6 #1 and novopen 6 #2 -EU/ca tab: final report check box ticked, expected date of follow up report removed for novopen 6 #1 and novopen 6 #2 -device addendum tab: annex b c d g codes added for novopen 6 #1 and novopen 6 #2 -narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: (B)(6)2025: the suspected devices novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. The relevant information on product handling, training from health care professionals and basal and bolus insulin and circumstances that lead to device mix-up are unavailable for complete assessment. Based on the event description it has been evaluated that the experienced adverse event was related to mix-up between bolus insulin and basal insulin. The mix-up scenario is monitored as part of "known use errors" for the novopen® 6. H3 continued: evaluation summary. Name: novopen 6 #1, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.